Event description:
On (B)(6) 2012, the home patient (hp) contacted global technical services. The hp stated the peritoneal dialysis registered nurse (pdrn) instructed him to end therapy and set up again. The technical service representative (tsr) assisted the hp with ending therapy and advised the patient to dispose of current supplies and start over with new supplies. On (B)(6) 2012, product surveillance contacted the hp regarding the reported issue. The following information was obtained. The hp stated at the time of the call, his stomach was swollen and he called the pdrn for advice. The pdrn advised the hp to end therapy. The hp stated he drained out 4.5l that night. On an unreported date, the patient went to the emergency room (ER). Upon evaluation, it was discovered that the patient had fluid in the lungs. At the time of this report, the hp was using manual supplies. Outcome of stomach was swollen and fluid in the lungs was not reported. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported incident. The following information was obtained. The nurse reported the patient was known to push buttons on the homechoice machine and may have bypassed a drain cycle on (B)(6) 2012. She reported the patient's largest prescribed fill volume was 2500ml and the patient drained 4.5l. The pd nurse reported the patient's diaphragm became weakened causing fluid to leak in the lungs. On an unknown date in 2012, the patient was hospitalized and received medical intervention as a result of this event. Treatment rendered was not reported. On an unreported date, the patient was discharged from the hospital. Pd therapy was ongoing. Outcome of diaphragm became weakened causing fluid to leak in the lungs was not reported on (B)(6) 2012, product surveillance contacted the hp regarding swapping the homechoice device for evaluation. The following additional information was obtained: at the end of (B)(6) 2012, the patient began automated peritoneal dialysis (apd) . On (B)(6) 2012, when the hp started the first fill, he felt swollen. The patient was unsure how much he drained throughout the night. He stated on (B)(6) 2012, during his final drain at the end of therapy, he drained out 4.5l. The hp confirmed he was performing manual exchanges at this time. The patient stated he was unsure if the device caused or contributed to the event.

Manufacturer narrative:
(B)(4). The device was requested, but has not yet been evaluated at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding clarification of the patient's prescription at the time of the event. She stated at the time of the reported issue ((B)(6) 2012), the patient's prescription was for 2800ml fill volume for 4 exchanges with no last fill. She clarified the patient did not have any 2500ml fill volumes at this time as previously reported. No further information was reported at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: this report of increase intra-peritoneal volume (iipv) was confirmed, based on the customer report, because it was reported the patient drained 4.5l, which meets iipv criteria. The device event logs did not show any drain amounts that meet the current iipv criteria; however, since the patient was using manual exchanges, this drain volume would not show up in the event logs. The device was evaluated. The device passed the homechoice electrical test but failed the homechoice functional test due to a failing modem port loop back test that was determined not to meet performance specification requirements. However this failure was determined not to have caused or contributed to the reported iipv event. No failures or malfunctions related to the reported iipv event were found during the device evaluation. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A review of the device service history revealed no issues that could have caused or contributed to the iipv. An assignable cause could not be determined. This issue was investigated through CAPA.